Event description:
It was reported that the surgeon was having trouble seating the poly insert into the trident cup. As the dr was repositioning the liner and cleaning the cup, he noticed a sliver of polyethylene from the insert in the base of the cup. He said that was what was stopping the liner from locking into the cup. He tried with a new liner and it seated into the cup with no difficulty.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.